Manufacturer narrative:
(B)(4).

Event description:
The day after implant, there was intermittent loss of capture at high output and low average sensing values at the pre discharge check on (B)(6). There were intermittent good sensing values mixed in with very low sensing values. When the physician attempted to revise the original lead placement, the helix did not retract right away and the physician carefully worked the screw in and out for some time to remove the lead. There was a small amount of tissue in the helix when the lead was removed which was suspected of blocking the retraction of the helix, so a new lead was required. The va chose to keep the lead and inspect it on their own.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.